Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel breast implants 550cc (l) and 500cc (r) and experienced bilateral rupture post-operatively, which was confirmed via MRI. The patient was involved in a motor vehicle accident which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis. The reported implantation date is after the device expiration date. This is an off-label use of the device per the IFU.

Manufacturer narrative:
On dec 14 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the device indicating the date of implantation was (B)(6) 2007. The device was implanted before the expiration date and was not used in an off-label manner. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel breast implants 550cc (l) and 500cc (r) and experienced bilateral rupture post-operatively, which was confirmed via MRI. The patient was involved in a motor vehicle accident which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis. The reported implantation date is after the device expiration date. This is an off-label use of the device per the IFU.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).